Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the catheter had a split where the venous hub was pushed into the silicone tubing. It was stated that it was right on the edge of where the hub stopped. It was discovered during flushing with a 20-ml syringe, with fluid pushing out of the split and hitting the ceiling. There was nothing unusual observed on the device prior to use. Chlorhexidine 2% in 70% alcohol was used to treat the insertion site prior to product placement. Flushing was done prior to use, and saline was squirted from a crack in the venous tubing. Citravalve was the other product being utilized with the device. There was a crack on the product where the leak was observed. There was no blood loss, and a blood transfusion was not required. The patient's blood was safely returned. The treatment proceeded and was completed. Reconnecting the silicone tubing in the venous hub and placing a temporary tape to hold while the patient was on hemodialysis treatment was the intervention required as a result of the event. Repaired the faulty silicone tubing and venous hub by using repair kit and subsequent exchange. This was the remedial action done to address the issue. There was no reported patient injury.

Event description:
According to the reporter, during use, the catheter had a split where the venous hub was pushed into the silicone tubing. It was stated that it was right on the edge of where the hub stopped. It was discovered during flushing with a 20-ml syringe with fluid pushing out of the split and hitting the ceiling. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.